Manufacturer narrative:
The device was requested for return but has not been received. A review of the lot manufacturing records is in progress. The user reported using this device in conjunction with another device, however, the cause of the event is unknown and it is unclear which device contributed to the event. The doctor¿s office informed they have notified the manufacturer of the other device.

Event description:
A doctor reported a patient suffered a burn approximately 3 cm in size on the left side of the neck. The doctor used a small probe at 80% in the via mode and states the probe felt stronger than in the or. Additional information was obtained from the surgical assistant. The patient developed necrosis on the burn area and the doctor excised the dead skin and applied duoderm and another unknown wound care. The patient did not require a skin graft. It was reported the burn healed but the patient had a resulting scar which will be possibly revised in 3 months. The vaser system was used in conjunction with a j-plasma, another company¿s product. Although the vaser system was used, the patient did not have liposuction treatment. Pictures of the burn were requested; however they have not been received.

Manufacturer narrative:
Additional information has been requested but has not been received. The device was not returned for evaluation. A review of the manufacturing records showed all requirements were met. The physician used the vaserlipo system in conjunction with another rf cosmetic procedure called j-plasma. It was reported that the j-plasma unit had a system error during treatment. No issues were reported with the vaserlipo system. Additionally, although the vaserlipo system was used, the physician did not perform liposuction. According to vaser user manual p007073-04 rev. A, the use of vaser is designed for contouring the body by removing localized deposits of excess fat through small incisions. Off label use may affect the safety or effectiveness of this device; the vaserlipo system should not be used in combination with other treatments. Unapproved use of the system can lead to potential harm to the patient. The safe and effective use of vaserlipo depends to a large degree on factors solely under the control of the operator. It is important that all operators of this surgical system read, understand, and follow the operating instructions supplied with equipment. Based on available information, the system was not being used as intended by the physician. It is unclear which device contributed to the event. The cause of the event is unknown.